Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement standalone board shipped to site 07/06/2016. Suspect standalone board returned to manufacturer for analysis and is under analysis. On 07/07/2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Generator would not boot during system start-up. Isolated standalone board failed to initialize. -200vdc and 200vdc both present on board. This occurred after the medtronic representative was re-booting the system. Replaced standalone board and 500vdc relay. System check-out performed. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that while working on a site's imaging system, identified a failed generator. In trouble-shooting, determined the isolated standalone power board was not powering-up. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect standalone board fails bench testing. Outputs have no voltage present, tp 7 0 vdc and tp 24 0 vac, no leds or fans on with ac power applied. Measured 380 vdc into the board. Relay and varistor pass dvm test. The reported issue was confirmed to be caused by an electrical failure.